Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 locked and would not fire during deployment. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the seal and the tension spring assembly were inside the loading device, under the window. The delivery tube was received inside the loading device. The green slide lock and the white plunger were depressed on the delivery device. The seal was folded and the tension springs were partially outside the delivery tube, encompassing the seal. There was no evidence of blood on the device. Based upon the received condition of the device, the failure mode "the seal locked and would not fire during deployment" was not confirmed as there was no evidence of blood on the device. A lot history record review was completed and there was no nonconformance for the reported lot. (B)(4).